Event description:
The agilis introducer would not flush during prep. The agilis introducer was removed and replaced with no harm to the patient. Abbott agilis steerable introducer. Ref: 408310. Lot: 9198407. Exp: [redacted date]. Clinical site notified mfg rep directly. Manufacturer response for steerable introducer, agilis steerable introducer (per site reporter).